Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
This supplemental report is being submitted to correct the MDR aware date in section f6 from the previous supplemental report, follow-up number 1. The correct aware date should have been november 29, 2023.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography for stent placement, the single use distal cover of the evis exera iii duodenovideoscope fell off into the patients mouth upon removal of the scope. This did not cause a significant delay. The staff attempted to retrieve the cover by hand, but it ultimately required removal via forceps in the mouth. No additional medical intervention was required. The cover had been secured prior to use; it was also inspected prior to the procedure to ensure the cover had been fully seated. No anti-fog agents were used. The procedure was not completed, but this was due to patient anatomy/disease and unrelated to the cover detachment. No other adverse events occurred. This event requires two reports: patient identifier (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover (this report).